Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor cannula break. Customer inserted a sensor and after a period of time, they received a weak signal alert. Customer's blood glucose was 6.8 mmol/l. Customer removed the sensor and saw that the sensor cannula was missing. Customer was advised that an x-ray would detect a broken sensor cannula. Customer has since used sensors without problems. Customer was advised that a replacement sensor will be sent as a courtesy.